Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the physician suspected hemolysis during impella support. To treat the suspected hemolysis patient¿s support levels were decreased, anticoagulant therapy was enhanced, and intravascular volume was increased.